Manufacturer narrative:
The device was returned with insufficient device problem information. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal found normal pacing parameters. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient¿s pacemaker was explanted approximately one and a half months after the initial implant for an unknown reason. The patient¿s condition was unknown.

Manufacturer narrative:
Further information was requested but not received.